Manufacturer narrative:
The insulin pump passed the pump self-test, the off no power test, unexpected restart error test, displacement test, rewind test, and basic occlusion test. The operating currents were in specification. There was moisture damage noted on all electronic assemblies. There was corrosion on the motor assembly noted. They were unable to prime during the prime/compromised force sensor system test due to the moisture damage on the force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
The customer reported via phone call that she was doing some swimming but the insulin pump was never submerged and there is water in the pump. Customer stated that when she got out of the pool, she put her pump back on and water probably dripped onto the pump. Customer stated that you can see fluid in the pump. Customer's blood glucose is 124 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.